Event description:
It was reported that during an office follow-up, the device had a patient data alert during an interrogation. Which resulted in the patient data being erased. Technical services was consulted to review device data. The patient was released home. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that during an office follow-up, the device had a patient data alert during an interrogation. Which resulted in the patient data being erased. Technical services was consulted to review device data. The patient was released home. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental is being filed as additional information was received for the initial reporter facility section e1.